Manufacturer narrative:
Based on the claim against the product by the customer noting a difficult time coming out of the cannula, an investigation is completed to determine the cause of this reported event. Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the bent grips to be related to the customer reported complaint. The force bipolar instrument was found to have a bent grip, causing misalignment at the base of the grips. The base at the grip were not seated properly around the pin. When compared to an in-house instrument the base of the instrument was extended further than normal causing a larger gap. The instrument was placed and driven on a in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a directions. The grips opened and closed properly. When the instrument was attempted to be removed it became stuck in the trocar. The instrument had to be manually closed to exit the trocar completely. Common causes of the failure mode of the bent instrument grips -tips are typically attributed to mishandling /misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Additional observation(s) not reported by site: the force bipolar instrument was found to have a segment of the conductor wire sticking out from the pulley. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause attributed to a component failure. Signs of corrosion were found on the instrument bearings. The pitch and grip input disk bearings exhibited orange discoloration. Common causes of the failure mode corroded/contaminated instrument bearings are typically attributed to mishandling/misuse. For example this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves and cap of the clamping pulley. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to mishandling/misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula. The customer removed the instrument and trocar together from patient. The customer had to manually squeeze the jaws together in order to slide trocar off the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted inguinal hernia surgical procedure, it was difficult to remove the force bipolar instrument from the arm. The force bipolar instrument jaws got stuck open and the customer could not remove the force bipolar instrument from the trocar. A blinking yellow light came on after the customer tried to pull the instrument out. Once the blinking yellow started, the surgeon was not able to move the instrument jaws or move in instrument in or out from the surgeons console. The customer disconnected the arm from the trocar, then were able to release the instrument from the carriage head. The customer removed the instrument and trocar together from patient. The customer had to manually squeeze the jaws together in order to slide trocar off the instrument. The customer stated that, it seemed to happen when the instrument jaws were turned to the left and then closed the jaws stay opened not to slide instrument through trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after the procedure was done. There were no intra operative complications. The force bipolar instrument was not inspected prior to use. And when it was time to remove the instrument from the trocar when the complication occurred. No tissue or vessels were damaged in this event. There was no blood loss, transfusion, or intervention to stop bleeding.